Manufacturer narrative:
Analysis of the log files from the AED identified that the customer was performing excessive self-testing of the AED which reduced the battery life expectancy. As a follow-up with the customer, the proper maintenance of this device was reviewed.

Manufacturer narrative:
Although requested, the log files from the device have not been provided and the cause of the complaint is not known.

Event description:
A customer reported that their AED's asi was flashing red and reporting a service code, and now the AED will not power on. They reported that this did not occur during patient use.